Manufacturer narrative:
H3 - device evaluation: lens was returned in a microcentrifuge vial with moisture on the lens. Visual inspection found the haptic torn. H6 - device code 1494: off label use: acd <3.0mm; patient was greater than 45 years old at the time of implantation. (B)(4).

Manufacturer narrative:
Date of report: corrected aware date. Date received by manufacturer should be reported as 24-jun-2019 in initial MDR. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2 mm, vticmo13.2, -16.0/5.5/092 (sphere/cylinder/axis), implantable collamer lens broke/tore during injection/delivery into the patients left eye (os) on (B)(6) 2018. The lens was removed within the same surgery, there was no patient injury. On (B)(6) 2018 a replacement lens was implanted and the problem resolved.